Manufacturer narrative:
(B)(4). Baxter medical assessment: the reporting surgeon is an experienced user (since 2007) of the product. The most probable cause of the reported lack of effect under otherwise standard application conditions (as recommended in IFU) may be the use of a new type of floseal endoscopic applicator. Based on the information received (or personnel experienced with product preparation) a malfunction of the device can also not be excluded. Due too the inability to achieve appropriate hemostasis the surgeon has decided to remove the entire kidney (total nephrectomy). The need for a partial nephrectomy due to the inability of floseal to stop the bleeding is clinically not justified. Also the floseal IFU mentions that in cases in which the bleeding persists, reapplication of floseal or alternative standard hemostatic methods (e.g. Compression, clips, sutures, etc.) To control bleeding may be used. Therefore the need for a total nephrectomy is not causally associated with the potential lack of effect of floseal. Given the surgeon¿s long lasting experience with the product application (since 2007) we cannot exclude that the lack of hemostatic effect has been caused by either the first time use of a new type of endoscopic applicator (learning curve), or a product malfunction. Yet, since floseal is an adjunct and not a replacement for standard surgical hemostatic techniques, no adverse health consequences are expected if this issue were to recur. Baxter vienna completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and no deviations were found. No trend identified. No further investigation is necessary. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
A case was reported to baxter france on (B)(6) 2014 from (B)(6). This issue occurred during use on (B)(6) 2014. The reporter states that floseal was used for a nephrectomy. At the end of the intervention, the product was considered as failed. The patient has abundantly bled and the action of floseal not efficient. The doctor decided to perform a total nephrectomy.

Event description:
Per lot verification, the correct lot number is vny2p011a.